Event description:
Adverse event(s): "no harm / injury reported" (no consequences or impact to pt). Product problem(s): "bubbles during the procedure" (air leak). The customer reported they are seeing bubbles during all phases of the procedure. No pt harm was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).